Manufacturer narrative:
Investigation: during DHR review: all required challenges samples and testing was performed per specifications in accordance with the setup and in-process sampling plans. No qns were initiated during production. Received a 22ga nexiva unit along with empty-open package from lot 7256670. The extension tubing was disconnected from the winged adapter. No traces of adhesive were observed on the extension tubing. Traces of adhesive were found on the rim and in the outer area of the port of the winged adapter. Batch 7256670 was produced prior to the zone 8 adhesive station redesign. In the previous station design, this defect was created at the zone 8 adhesive dispense station if air got into the lines that feed adhesive to the adhesive dispense grippers, causing a short shot of adhesive to be dispensed onto the tube. Acr project s14-044 redesigned the adhesive dispense stations for insertion into both the luer adapter and catheter adapter. The new design provides more control and consistency in dispensing adhesive and does not require the use of individual adhesive lines to dispense the adhesive. CAPA#684099 was initiated.

Event description:
It was reported that the pre-attached extension of bd nexiva dual port 22ga 1.00in detached on its own while cannulating the patient.

Manufacturer narrative:
The reported lot# 8166194 was not found for the catalog # provided. (B)(6). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pre-attached extension of bd nexiva dual port 22ga 1.00in detached on its own while cannulating the patient.